Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 19, 2016. (B)(4).

Event description:
It was reported "during use the suction catheter could not be thread thru the tube and noticed the tube was kinked". The patient was extubated and re-intubated with the same size and type of device. Reporter stated that "at the time, there were no patient adverse effects." No further information was provided.